Event description:
A pt was over-infused with heparin. The nurse programmed the pump to deliver 25,000/250 ml heparin at a rate of 8.2 ml/hr. 2 hours later, the nurse went to check on the pt and the bag was empty. No intervention was required and the pt was discharged following the incident .